Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-08413, related manufacturer reference number: 1627487-2023-06121, related manufacturer reference number: 1627487-2023-06122, related manufacturer reference number: 3006705815-2023-08415. It was reported that the patient experienced pain at the ipg and anchor site due to an infection. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.